Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2019. If explanted, give date: not applicable, remains implanted in the eye. Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. The search revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that monofocal intraocular lens (model ar40e +20.5 diopter) was implanted in patient¿s left eye on (B)(6) 2012 and now had problems. Additional information was received, and it was learnt that patient was experiencing floaters, sensation of something in the eye coming out, blurry vision and had problem with daily activities. No further information was provided.